Manufacturer narrative:
Philips has investigated this complaint. During the mounting of the azurion system, a popping sound was heard then the equipment fell 3 to 4 feet. Additional information provided showed that the hospital¿s unistrut was not adequate to support the equipment. The site's ceiling design and infrastructure is the responsibility of the customer and is independent of philips. At the time this complaint was received, philips was unable to exclude the potential for a philips system malfunction. However, investigation by philips has since concluded that the hospital ceiling failed, causing the azurion system to fall. As such, this complaint has been re-evaluated and deemed non-reportable. Codes have been updated as per investigation outcome.

Event description:
It was reported to philips that during the installation of a new azurion device, the hospital¿s unistrut (channel strut) was not of adequate strength to support the philips equipment. After the philips equipment was mounted, the hospital¿s unistrut detached, causing the philips equipment to fall, producing an injury to a worker. The worker experienced cuts and bruising to his back. He was treated and released. The device was not in clinical use at the time of the event.